Event description:
The manufacturer was notified that a patient post implant of a ventricular assist device (vad) system, while still in the operating room (chest closed), could not obtain a fill light on their lvad. Upon visual inspection by the staff the vad was not filling completely. The rvad was in the volume mode with flows 4.0-4.2 lpm. Hospital personnel were unable to obtain lvad flows at this time, due to the current alarm. Troubleshotting per protocol was reviewed with the account by a manufacturer clinical representative (rep). The clinical rep suggested placing the rvad in fixed mode also until the situation was resolved. The lvad remained pumping with no fill light. The patient was placed on a backup dual drive console (ddc) without incident.